Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient received a complete right knee revision to treat recurrent instability. Upon entering the joint, the surgeon identified significant scar tissue had formed anteriorly to the insert which caused the insert to rotate less than 90 degrees posteromedially and not be able to return to the appropriate position. The surgeon also notes the natural pcl and lcl were insufficient and significantly loose. All components were revised to a depuy hinged revision system including a domed patella utilizing unknown cement. The procedure was completed without complications. Tibial components: size 2.5 mbt revision rotating platform tibial baseplate with a size 29 mm mbt metaphyseal porous sleeve and a 75 mm length by 16 mm diameter universal fluted stem with a 21 mm height extra-small tibial insert. Femoral components: size extra small right rotating hinge cemented femoral component with a 34 mm fully porous universal femoral sleeve and a 75 mm length by 16 mm diameter universal fluted stem. Patella: 35 mm domed patella. Part/lot sticker sheet was not provided in the operative notes. Doi: (B)(6) 2019; doi: (B)(6) 2019 (tibial insert); dor: (B)(6) 2020; right knee.